Event description:
During an elective surgery in 1999, an ankle clamp was applied to distract the pt's ankle joint. Several days later, during a follow-up visit, it was noted the clamp would not loosen. A second surgery was performed with the intention of changing the ankle clamp. However, the entire fixator was removed and the pt was placed in a cast.